Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the overhead blower filter, rear cabinet assembly and inlet path assembly were replaced due to dust contamination. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported the investigation was ongoing and a follow up report would be submitted when the investigation was complete. No follow up report is required.

Manufacturer narrative:
The manufacturer previously reported the incorrect information in section b3 - (date of event should be 05/27/2014, but captured incorrectly as 06/21/2014) and in section h4 (device manufacturer date should be 09/29/2009, but captured incorrectly as 09/14/2009).

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-05813-1 was incorrectly created. Please disregard the previous MDR.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-05183-2 was incorrectly created. Please disregard the previous MDR.